Manufacturer narrative:
The reported events of oversensing noise and "loss of capture" were confirmed but lead fracture was not confirmed. As received, a partial lead was returned in two pieces for analysis. Visual inspection found a full breached outer insulation degradation adjacent to the connector boot. The reported events of oversensing noise and "loss of capture" were due to the outer coil being exposed at the degradation zone. All other damage found is consistent with procedural damage. Electrical testing and x-ray examination did not find any indication of conductor fractures. An internal short was found between conductors at the distal region consistent with procedural damage.

Event description:
It was reported that the atrial lead exhibited oversensing of noise. This oversensing resulted in patient dizziness. Noise was believed to have been caused by lead fracture. Imaging confirmed fracture. The lead was explanted and successfully replaced. The patient was stable.

Manufacturer narrative:
Correction to add mention of pacing inhibition in b5.

Event description:
Noise resulted in pacing inhibition.